Event description:
It was reported that the pulse generator exhibited a -diagnostics cleared due to invalid data- message. It was noted that the patient had recently undergone a CT scan. Normal settings were reprogrammed on the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.